Event description:
(3/3, reference (B)(4) for related complaints) (documenting cassette 3) it was reported that 3 cadd legacy cassettes had pump alarm no disposable that occurred after 2 hours infusing. Top of cassette had bulging pocket and tubing and looked loose. Cassette lot numbers not provided. No further details provided.

Manufacturer narrative:
Event date was updated.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: b5: correction: no patient injury was reported. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.